Event description:
Customer reported that anesthetist noted when inflating the cuff had hard time staying up and positioned which he claims was due to the patient's anatomy. Near the end had come out of the channel, puncturing through the cuff. It may have stretched the patient's trachea. Pt has fully recovered without the need for add'l medical intervention. The customer had sent a medwatch form to the MFR with details concerning the incident.

Manufacturer narrative:
Device returned for analysis. Unable to determine actual root cause of malfunction; may have been due to production error, or caused by user handling.